Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported to vyaire medical that the vela has low too vte (end-tidal volume),transducer fault, motor failure and fan failure occurred on the event log. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: failure analysis laboratory was not able to confirmed and duplicate the reported issue. Received pcba (printed circuit board analog)for invsetigation. Visual inspection found connector p/n 70581 j2 pins damaged and not positioned correctly. Uut (unit under test) was installed in a known good vela unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.